Manufacturer narrative:
Concomitant medical products: 5554-53 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. The upper threshold for the svc impedance alert was increased and the svc coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.